Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided, however, the event could not be confirmed. Review of the available records identified the following : the right hip components were anatomically aligned. Osteopenia was observed along the proximal femur. No other abnormalities were noted. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial right hip arthroplasty and was revised eight and a half years later due to pain and altr. . The liner and heads were removed, the liner was damaged upon removal. A new liner and biolox head were re-implanted. The 12 mm epoch stem was solid. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: a1, b4, b5, b7. E1, g3, g4, h2, h6 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A 32mm diameter versys femoral head (lot 61693390) was returned for evaluation. As returned, dark debris and a thread like pattern is seen in the conical taper. Sem analysis was conducted and this taper was assigned a modified goldberg score of 4. A score of 4 corresponds to damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. The additional information does not change the outcome of the previous investigation.

Event description:
It was reported that a patient underwent an initial right hip arthroplasty and was revised right and a half years later due to pain and altr. During the surgery, it was found that there was corrosion at the head-trunnion junction and minimal osteolysis was present around the shell. The liner and heads were removed, the liner was damaged upon removal. A new liner and biolox head were re-implanted. The 12 mm epoch stem was solid and the shell was solid. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: 00620005022 shell porous 61439107, 00630505032 liner standard 61620350, 00408801206 femoral stem 61498367. An additional MDR report was filed for this event, please see associated report: 0002648920 - 2021 - 00026. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Medical records identified the following: the patient underwent a revision procedure due to failed hip arthroplasty. During the revision procedure, altr was found in the wound. Extensive debridement was performed. Clear fluid, and dark stained synovium were observed in the capsule. There was corrosion at the head-trunnion junction. Minimal osteolysis was present around the shell, but the shell was well fixed. The head and liner were replaced with new zimmer biomet products. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00630505032, liner standard 32 mm i.d, lot#: ni. Unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 8 years post implantation due to pain and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.